Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that before a vitrectomy procedure, the cassette leaked irrigation solution due to a crack in the cassette. There was no patient harm. Additional information has been requested but not received.

Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. No sample was received. Therefore, no visual inspection or functional testing could be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. (B)(4).